Manufacturer narrative:
A quote (B)(4) has been provided for the RMA. No RMA has been issued for the return of this charger. The model tdxscv serial number (B)(4) is three months old. The consumer was provided users manual part number 1149267 rev f ((B)(6) 2011). It is unknown if the consumer fully read and understands the users manual. On page 11, the following warning is provided - "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer had a lap blanket near the charger. It is unknown if the lap blanket generated any static at the time of the event. On page 28 states: "warning - avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result." It is unknown if the consumer removed the electrical grounding plug. On page 29, a warning states - " do not under any circumstances cut or remove the round grounding plug from the charger ac cable plug or the extension cord plug. Do not, under any circumstances, cut or remove the round grounding prong from any plug used with or for invacare products. Some devices are equipped with three-prong (grounding) plugs for protection against possible shock hazards. Where a two-prong wall receptacle is encountered, it is the personal responsibility and obligation of the customer to contact a qualified electrician and have the two-prong receptacle replaced with a properly grounded three-prong wall receptacle in accordance with the national electrical code. If you must use an extension cord, use only a three-wire extension cord having the same or higher electrical rating as the device being connected. In addition, invacare has placed red/orange warning tags on some equipment. Do not remove these tags." The consumer was sitting in the chair at the time of the fire. On page 30, the following warning is provided. "Warning: do not sit in the wheelchair while charging the batteries." Additional warning on page 30 include: "never attempt to recharge the batteries by attaching cables directly to the battery terminals." "Do not attempt to recharge the batteries and operate the wheelchair at the same time." "Do not operate wheelchair with extension cord attached to the ac cable." "Do not attempt to recharge the batteries when the wheelchair has been exposed to any type of moisture." "Do not attempt to recharge the batteries when the wheelchair is outside." "Read and carefully follow the manufacturer's instructions for each charger (supplied or purchased). If charging instructions are not supplied, consult a qualified technician for proper procedures. Ensure the pins of the extension cord plug are the same number, size, and shape as those on the charger." "Do not under any circumstances cut or remove the round grounding plug from the charger ac cable plug or the extension cord plug."

Event description:
The consumer states when she unplugged the charger from the power strip, it allegedly arced and caught the lap blanket on fire. The consumer allegedly sustained burns on her legs and spent 9 days in the hospital. The physical location of the charger is not known at this time. The dealer has a report from the fire department. Serious injury is alleged.